Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by multiple drawers on the auxiliary failed. A field service engineer replaced the auxiliary bus cable that had been severed and also exchanged the power supplies for verification purposes, as there were reported power issues. During the inspection of the unit, it was determined that the red data cable might have contributed to the problem, leading to its replacement with a new data cable connected to the hard drive. A supplemental will be created if additional information is received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was experiencing intermittent shutdowns and reboots and assessment of the device's power supply is being requested. Customer stated that there was a delay in the dispensing of medication and they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.